Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/14/2014).the patient¿s meter has been returned on 6/30/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s one touch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue began the evening of (B)(6) 2014. The patient manages his diabetes with an insulin pump and continued with his usual dose of medication (unknown type and dosage) in response the alleged issue. The reporter stated, 1 hour after the alleged issue occurred, the patient developed symptoms of ¿hyperglycemic, thirsty, and jumpy¿. The reporter stated that the patient did not receive any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.